Event description:
Procedure: acl reconstruction. During insertion of a biorci-ha screw, the distal tip broke free and remains in the tibial tunnel. A second screw was placed over the broken screw fragment and fixation of the graft was completed. No patient injury or proecedural complications were reported.